Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the distal left anterior descending artery. After pre-dilating the lesion a 3.0x15 mm xience pro stent delivery system (sds) was advanced toward the target lesion, the balloon was inflated and the stent was deployed. There was no interaction of devices. A dissection was observed at the distal end of the stent. A non-abbott stent was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.